Event description:
The customer contacted physio-control to report that the device battery had become prematurely depleted. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control determined that the cause of the reported issue was due to the battery wire harness connector, designator p504 that was only partially plugged into the analog pcb assembly. The loose connection caused 68 ma of excessive current that caused premature depletion of the battery.